Event description:
It was reported that this pacemaker potentially exhibited loss of capture (loc) on the right atrial (ra) lead channel. Technical services (ts) could not confirm capture and discussed troubleshooting options. The device remains in use. No adverse patient effects were reported.